Event description:
It was reported the pt has been experiencing stimulation in his abdomen and minimal coverage in the desired pain pattern in his legs and low back. Reprogramming was attempted to no avail. The pt has been referred for a system x-ray. The pt is working with his physician to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.